Event description:
It was reported that the device is running hot and intermittently during the procedure. Device did not run without user activation. The procedure was completed successfully using back-up device. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the device is running hot and intermittently during the procedure. Device did not run without user activation. The procedure was completed successfully using back-up device. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure for heat was not confirmed by the technician or the qa engineer. The device is returned to the account after passing final inspection.